Event description:
One pt with discrepant hemoglobin results when compared to another method. Initial result gave 18.4 g/dl; repeat gave 17.9 g/dl. Sample repeated by another method gave 15.1 g/dl. Sample repeated by original method, using different reagent lot gave 16.3 g/dl. No info provided if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.